Manufacturer narrative:
Innovative health llc became aware on (B)(6) 2025 of a reprocessed viewflex xtra ice diagnostic ultrasound catheter reported to have poor image quality reported during the transseptal puncture in a procedure. The device was reported to have been in use when a coronary perforation and subsequent pericardial effusion. This required the placement of an epicardial drain. The catheter was discarded by the facility and no device details were provided. Additional details were received on 14-aug-2025 regarding the event. While the reprocessed viewflex device was reported to have image quality issues during the case, it was reported that the brk transseptal needle in use (from a different medical device manufacturer) was responsible for the transseptal puncture resulting in the perforation and pericardial effusion. No further medical intervention was necessary for this case beyond the epicardial drain. The patient recovered and was discharged on the same day. No additional device details were able to be obtained for any of the devices used in the procedure. As the device was not returned for investigation nor were any device details provided, no further investigation was able to be completed. With the information available, innovative health cannot confirm any performance issues with the reprocessed viewflex xtra diagnostic ultrasound catheter.

Event description:
A reprocessed viewflex device was reported to have been used during a procedure where a perforation occurred resulting in a pericardial effusion. It was reported that a brk transseptal needle from a different manufacturer was also in use at the time of the event.